Event description:
It was reported that the patient was in the hospital for seizures and the ER md wanted a representative to come interrogate the patient¿s vns. According to diagnostics taken from the representative the device is functioning normally. No additional or relevant information has been received to date.